Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d8. Additionally, to provide an update with information received through follow-up and to provide an update to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following: - the distal cover was insufficiently attached. - the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ operation - precautions. ¿ preparation and inspection - attaching accessories to the endoscope. Additional information received: the proximal end of the retrieved distal cover was not damaged. The user did not apply an anti-fog agent or other chemical to the scope lens that is prohibited in the instruction manual. It is unknown if after attaching the distal cover to the scope, if the user check that the cover does not come off by pulling or twisting due to a temporary nurse applied the distal cover. Additionally, it is unknown if the distal was cover firmly pushed in until the hook of the distal ring is fully visible within the distal cover opening as shown in section 9.4 of the latest instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, h1, h6 (heic), h10corrections made to the following fields: e1, e2, e3, h6 component code.

Event description:
It was additionally reported that a scope was put down with a basket to retrieve the cover from the patient.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope's distal end cover fell off on withdrawal during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. It was retrieved from the patient with no delay and no prolong of the patient¿s anesthesia. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.